Event description:
It was reported that a patient underwent an initial shoulder arthroplasty that utilized a guide handle on (B)(6), 2015. During the procedure, the handle fractured causing the bearings to fall out of the handle. It is unknown if these bearings were retained by the patient as they could not be located. Radiographs were performed and no ball bearings could be found in the patient; however, a fractured off tip of the handle was found and subsequently removed from the patient. A 30-45 minute delay in the procedure occurred.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on (B)(4) 2015. After evaluation of the returned device, it was concluded that if the instrument had been previously misused, by not pushing the plunger in prior to inserting into the mating component, the instrument may have been damaged causing the failure. The instrument failed most likely due to extended use or possibly incorrect use. Based on device history records review, the product was made to print and correct materials and there were no indications that the product left biomet's control nonconforming.

Manufacturer narrative:
Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."